Event description:
Additional information received 14sep2021. The patient lost 1000 milliliters of blood.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, a bakri tamponade balloon catheter leaked during an unknown procedure. After inflation, the operator noticed an issue and deflated the balloon. Upon removing it and testing the balloon in vitro, a pinhole was noted. The patient lost 1000 milliliters of blood. The procedure was completed by using another device. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The device was returned for evaluation. A function test was performed using the returned syringe. The balloon was confirmed to leak. Visual examination noted unknown instrument marks on the balloon material at the leak. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The most probable cause of the puncture could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Unsure if device will be returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter leaked during an unknown procedure. After inflation, the operator noticed an issue and deflated the balloon. Upon removing it and testing the balloon in vitro, a pinhole was noted. The procedure was completed by using another device. No adverse effects were reported upon occurring. The patient did not require any additional procedures due to the occurrence.